Event description:
The device (part #: cev392g24) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Evaluation of this instrument indicated that the black plastic piece was damaged. The coating was damaged at the palet level. The black plastic piece was most likely damaged during an attempt of excessive screwing by the customer. The coating was most likely damaged by an excessive abrasion during use or the reprocessing. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).